Event description:
A malfunction was reported on the pump by the caller with no notable events occurring prior to it. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was informed they may continue using the pump and advised to call back if the issue reoccurs.